Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's medical history was significant for coronary artery disease (cad), renal insufficiency, and dialysis dependence. Upon plugging the pump into the loaner console (B)(6), the optical sensor was not recognized by the console. According to or staff, the console would not recognize the pump prior to the initial priming process. They were instructed to unplug the cable, verify that the optical sensor light was illuminated, and reconnect the cable; however, the same error recurred. A different console available in the or was then used for the case, and the new console functioned appropriately and is currently supporting the patient. The reported events include placement signal issue, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was maintained.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.